Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. The device had been programmed vvir and boston scientific technical services (ts) discussed turning off ra daily measurements to avoid any future alerts in the remote home monitoring system. No adverse patient effects were reported. This product remains in service.